Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the pump battery could not be charged. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read high. However, a bg value was not provided. Customer delivered a bolus to address elevated blood glucose level. Customer reverted to an alternate method of insulin therapy.